Manufacturer narrative:
The analysis of the system control board, battery charger 1 and 2 were completed by medtronic personnel. The chargers and control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the logs showed various x-ray control issues as well as x-ray battery issues. To restore functionality; the system control board, x-ray battery charger 1 and charger 2 were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time. Device manufacturing date is dependent unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system became unresponsive when attempting an image acquisition. It was reported that multiple reboots were performed to restore functionality. However, a second medtronic imaging system was used for the confirmation image acquisition at the conclusion of the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.